Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a color chip error message occurred. The device was not changed out. There were no reported adverse consequences to a pt as a result of this event.